Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One unknown zimmer implant, screw and crown were returned for investigation. Visual inspection of the returned products identified that both the implant and screw were fractured. Functional testing and dimensional analysis could not be performed since the products were fractured. Pre-existing conditions noted on the product experience report (per) were bruxism and clenching. Based on the complaint description, the reported device had been placed on tooth # 29 for a long period of time. X-ray or picture images were not provided. As a result, bone loss could not be verified. No device lot number was provided so a device history record review and a complaint history review could not be performed. Complainant reported implant fracture, screw fracture and bone loss. The products were returned and the reported implant fracture and screw fracture were confirmed through visual inspection. However, bone loss could not be verified since x-ray images were not provided. A definitive root cause for this complaint could not be determined. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. Implantation date unknown / not provided. PMA/510(k) number unknown / not provided. This complaint was previously filed under MFR number MFR-0001038806 - 2019 - 01358. This report is to correct the incorrect medwatch facility due to incorrect product identification by the customer.

Event description:
It was reported that the unknown biomet implant's hex fractured and was consequently explanted and the site grafted. It was reported also that the patient suffered bone loss as a result of the event.